Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve was deployed ovally. A balloon aortic valvuloplasty (bav) was performed twice. Subsequently, the right coronary artery (rca) became occluded. A coronary balloon had been placed for protection prior to the valve implant. The occlusion resolved with inflation of the balloon and implantation of a coronary stent. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.